Event description:
The customer reported that she got busy and did not eat. The customer's blood glucose dropped to below 30 mg/dl, and her friend called the paramedics to her house. The customer stated that she did not eat and did take the whole bolus. The customer stated that she turned on her sensor feature and needed assistance with turning it off. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.